Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "pacer disabled", "pacer fault 122" and "pacer fault 179" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.